Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with loose drive support disk and missing end cap sticker.

Event description:
It was reported that the back of the pump came off during prime. No further information was provided.